Event description:
It was reported the patient experienced painful and uncomfortable stimulation the last time he used the system, causing increased pain. The patient is currently without stimulation and the ipg seems to be inoperable. The next course of action is undetermined at this time. Please reference MFR report # 254801-2013-17655 regarding the ipg issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.